Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Customer reported an elevated blood glucose level; however an exact value was not provided. During troubleshooting with tandem technical support, customer was able to clear alarm and resume insulin delivery.